Event description:
Patient underwent MRI while wearing insulin pump. Upon returning to room patient noticed pump was no longer working. The patient was put on sliding scale insulin until the pump could be replaced. It was hospital policy to have a pump off a patient during an MRI. Education done in the department to remind staff.